Event description:
A literature article reported that a patient underwent a pars plana vitrectomy using a phacoemulsification handpiece to remove retained lens material. The patient developed cystoid macular edema (cme) postoperatively. Additional information has been requested. This case is related to MDR report # 2018159-2013-00164.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).